Event description:
It was reported the ipg is giving the low battery warning message. The ipg has been implanted for over 36 months. Surgical intervention will be undertaken at a future date to replace the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.